Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The product was being trialed by a doctor as his 1st use/trial of the shield in a gastric sleeve procedure. I was in attendance for this trial, thus witnessed this event. Upon attempting to collapse/close the wing to remove from the patient one side of the wing broke off. Broken wing was retrieved by the doctor via the port. No injury to patient was detected. Closure of defect/port was successful despite malfunction. Actual device given to me and being returned in bio-hazardous bag.